Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps instrument did not open, and the tip was stuck. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was introduced in the body and noticed the jaws stuck at the beginning of the procedure, prior to using on the tissue. The jaws were not opened. The jaws were stuck, not open the tip. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The instrument and cannula were not removed together, only the instrument was removed. The port incision was not increased in order to remove the instrument and cannula together. There were no pieces from the distal end of the instrument detach/break off. The instrument is available for return to isi for evaluation. The following patient-related information was provided: age-26 years, gender-female, weight 135 lbs, body mass index (bmi)-26.37, height 5 feet. The relevant tests performed was a robot assisted myomectomy.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged pitch cable. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.